Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H6: component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the suture break post-op? Were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a patellar lateral retinaculum release, medial retinaculum compression, and patellar ligament insertion internal displacement surgery on (B)(6) 2024 and suture was used. The patient had been admitted due to dislocation of the right knee patella. The doctor used suture during the surgery, and satisfactory reduction and internal fixation of patellar dislocation were achieved after the surgery. The wound was dry and the patient was discharged. About 3 weeks after surgery, the patient's wounds on the inner side of the right knee patella and adjacent to the right knee tibial tuberosity did not heal properly, with slight redness and swelling. The wound on the inner side of the patella was pressed and had bloody secretions oozing out. The patient was admitted on (B)(6) 2024. After hospitalization, the bacterial culture of the wound was mrsa, and treatment was given with vancomycin intravenous infusion for anti infection and wound dressing change. The wound exudate gradually decreased to dryness, and the bacterial culture was negative before discharge; follow up outpatient examination showed good wound healing and no exudation. About 2 weeks ago, the original surgical incision on the anterior side of the patient's right knee ruptured again. There was sinus tract and yellow fluid exudation, and there was no significant improvement after multiple dressing changes in the outpatient department. The patient was readmitted on (B)(6) 2025. After hospitalization, the bacterial culture was mrsa. On (B)(6) 2025, under general anesthesia, debridement, irrigation, and antibiotic bone cement drainage were performed. During the operation, one anchor was found to have withdrawn from the bone and was removed. After about one week of wound irrigation, the irrigation solution was clear and the bacterial culture was negative. The irrigation tube and bone cement bead chain were removed, and the wound dressing was dry and there was no exudation. The child's body temperature was normal and the patient was discharged for follow-up treatment in the outpatient department. The incision healed smoothly 2 weeks after surgery. Additional information was requested.